Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure with a intellanav mifi open-irrigated ablation catheter, it was noted that the flushing line was broken. The catheter was exchanged and the procedure was completed. The procedure was completed without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The analysis confirms the clinical observation reported.

Event description:
During an atrial fibrillation ablation procedure with a intellanav mifi open-irrigated ablation catheter, it was noted that the flushing line was broken. The catheter was exchanged and the procedure was completed. The procedure was completed without any patient complications.